Manufacturer narrative:
Product event summary: product performance data was received and analyzed. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the device experienced a power on reset (por). It was also noted that the device was at end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Products: 5076-52 crdm non-defib lead implant 2008 (B)(6). (B)(4).